Manufacturer narrative:
Device is a combination product.

Event description:
It was reported that shaft break occurred. A 3.00 x 38 synergy drug-eluting stent was advanced for treatment but failed to cross the lesion. However, during procedure, it was noticed that the shaft fractured while trying to cross the lesion. The procedure was completed with another of same device. No patient complications reported.